Event description:
It was reported to st. Jude medical that the patient had rec'd a shock from the concomitant device and presented for follow-up. Upon interrogation, noise was observed on the electrogram along with a change in impedance measurements. The decision was made to explant the lead system. When the pocket was opened, a "clean break" in the lead insulation was promptly noted in the area of the suture sleeve.